Event description:
Patient inquiring about picture on recharger to know when it is full. Patient states it went off last night. Patient does not feel stim. Patient states not seeing lightning bolt. Pss reviewed how to turn on with recharger. Patient states now seeing lightning bolt and feeling stimulation. It was noted that the patient's device turned off a night prior to the call and the patient couldn't feel stimulation. It was further reported that the patient reported not having concerns with his device/therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).